Event description:
It was reported there was a tear in the catheter at the distal segment; this was confirmed via a dye study. The catheter replacement occurred as of the date of this report. The catheter was discarded. It was indicated that there were no patient symptoms/injuries related to this event. The device system was used to infuse baclofen. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter: model 8709sc, serial# (B)(4), implanted: 2009 (B)(6), explanted: unk. (B)(4).